Manufacturer narrative:
Dates of implant and of event were not relayed to manufacturer at time of report. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in a non-specified area and allegedly developed an abscess on the right cheek. The patient had the abscess incised and drained; a culture was taken. The patient was prescribed antibiotics.